Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and determined the ise tubing was the cause of the failure. The fse cleaned the reference block and replaced ise tubing to resolve the issue. No further issue noted. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).

Event description:
The customer reported ion selective electrolyte (ise) sodium (na), chloride (cl) and potassium (k)patient results generated negative anion gap on their au5800 clinical chemistry analyzer. The anion gap is a calculated test made of individual electrolyte results measured by beckman coulter inc (bci) systems therefore, individual results will be evaluated in the investigation. The erroneous result was not reported outside the laboratory. The customer did not specify which ise assay was affected. There was no impact to patient treatment in connection to event.